Event description:
Initial hba1c result 8.6%. Same sample repeated gave result of 5.5%. Initial result was not reported. The field service representative determined the cause to be excessive vibration of a work station on the analyzer. The instrument was repaired.